Event description:
Mammotome elite biopsy device used, but no tissue sample went into the tray. Either the needle or the machine did not function properly. A different biopsy mechanism was used to obtain samples. Biopsy was performed. Received a new mammotome holster unit because the representative from the company felt the vacuum of the device may not be working properly. Mammotome rep contacted (B)(6) 2020 sending a new mammotome device to be shipped 11/13/2020. FDA safety report ID# (B)(4).